Event description:
It was reported the patient presented in the emergency room after receiving four shocks for svt this morning. Egms showed that atrial flutter with rvr triggered therapy. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.